Event description:
It was reported by the customer that on (B)(6) 2010 the fiber broke at 80,421 joules. No pt injury was reported. The device was not returned to american medical systems for evaluation.